Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 46 mg/dl. Reportedly, customer suspected that the pump settings were incorrect. Customer was trained on the pump earlier in the morning. Bg was treated by consuming juice. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.